Event description:
Iui- isolation rib damage. Case rear- damaged/cracked. Iui- cracked housing. Case front- damaged/cracked. Soft fault- other- specify in comments. Oridion board- common failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Iui- isolation rib damage. Case rear- damaged/cracked. Iui- cracked housing. Case front- damaged/cracked. Soft fault- other- specify in comments. Oridion board- common failure. There was no patient involvement. Broken/damaged- (B)(4). Cracked front faceplate.